Event description:
It was reported that the patient presented for a follow up in clinic with a right ventricular lead that exhibited high capture thresholds. The lead was explanted and replaced. The patient was discharged post-procedure.